Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) from the united states alleging that their onetouch verio iq starter kit was missing test strips. The patient did not allege any harm or injury because of the reported issue. During troubleshooting the patient informed the customer care advocate that they had ordered the subject meter on (B)(6) and that when they received the starter kit it was allegedly missing test strips. The patient also mentioned that the back of the box stated "lifescan europe." The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject starter kit was missing test strips. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.